Event description:
The port was placed 7/19/96 for chemotherapy it was reported that the patient had only one treatment and that the port was unable to be aspirated. During port removal, the catheter was found to have broken off 5-6cms distal to the port stem and had embolized to the right atrium. The catheter fragment was snared out via the right common femoral vein.